Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, the handpiece jaws would not open. It was dropped on the floor and then started opening.